Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 3889-28, lot# v673559, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# v084417, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
It was reported that the patient ended up turning off the device the night prior to the report. The patient had problems with the programmer. The patient was on program 1 and was going to adjust stimulation and turn it up, since she was not feeling it, but ¿somehow just turned it off and now was unable to get anything to work.¿ the patient kept getting the main screen and once she pushed a key ¿it would prompt to synch.¿ the patient was informed that this was an indicator of low batteries. The patient stated that she wanted to ¿check the system¿ because she had a urinary tract infection (uti) and wanted to know if this had an effect. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-08412 as the patient had two active devices and programmers and it was unclear which applied to the event.